Event description:
It was reported by repair work order that the top cover was stained and there was fluid ingress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: scrapped mattress.